Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured 20.5 centimeters (cm) from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve.

Event description:
It was reported that this right ventricular (rv) lead delivered inappropriate anti-tachycardia pacing (atp) due to noise oversensing. Additionally, high pacing impedances and high pacing thresholds were observed. A lead conductor fracture was suspected. A revision procedure was performed and this rv lead was explanted and replaced. No additional adverse patient effects were reported.